Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately low compared to their hemoglobin a1c test results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to state when the alleged inaccuracy first occurred, but stated that at an unknown time they had obtained a blood glucose result of ¿127mg/dl¿ with the subject meter which the felt was low in comparison to their hemoglobin a1c results (which were not provided). The patient informed the cca that they regulate their diabetes with unknown dosages of ¿levemir, victoza and novalog insulin¿ as well as with metformin pills. In response to this subject meter result the patient reduced their intake of medication by removing ¿4 tablets of metformin¿ from their normal diabetes management regime. During the initial call with the cca the patient reported experiencing a ¿jittery feeling¿ and stated that they went in to ¿a sugar coma¿ an unknown period of time after the alleged inaccuracy. The emergency medical services (ems) were alerted and at ¿5am¿ on (B)(6) 2015 the patient was given IV fluids by the ems. The patient was taken to the emergency room (e.r) where their blood glucose was measured on an e.r meter. However, the patient could not recall what the result of this measurement was. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient obtained an inaccurately low reading on the subject meter which led to them requiring healthcare professional treatment for serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/18/2015).the patient¿s meter has been returned on 3/4/2015 and evaluated by lifescan product analysis on 3/6/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.